Event description:
The patient contacted animas on (B)(6) 2012, stating that the past few months the audio bolus button and the ok keypad button had a delayed response. The patient denied moisture to the pump. The patient reportedly wears the pump attached a clip in a pocket and cleans the pump with a baby wipe. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow button had intermittent response. The down arrow, contrast and ok buttons had normal response. None of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.